Event description:
It was reported that the valve functioned properly following implantation. However, the pt began to have unspecified difficulties after 28 hours of implantation and did not experience a recovery. The surgeon explanted and replaced the valve.